Manufacturer narrative:
Case-(B)(4) - the pro250 device, lot number 72095 was returned for evaluation. Device was returned locked and in the open position (still inside of the trocar). The universal was broken in half, causing damage to the end effector. A piece of the universal and pelvis were missing from the device and not returned. Internal mechanisms (open/close and articulation) were found to be conforming.

Event description:
It was reported on (B)(6) 2019 that a male patient underwent a ligation of the left atrial appendage. The patient was off-pump and heparinized. While the surgeon was using the atriclip pro250 device, a piece of the handle broke while inside the patient. The surgeon was able to retrieve the broken pieces. Surgeon then used an atriclip prov to complete the left atrial appendage closure. Procedure was delayed for ten minutes. There was no reported harm to patient.